Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not charge or boot. Functional testing failed because of power issues. Download and review receiver log: cut open case, inspect hw: fail, inspection reveals red moisture sticker and heavy corrosion on battery connector, which will cause intermittent connection issues. The customer's complaint was confirmed because there is an indication of the ceases to function. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/03/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for investigation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.